Event description:
The international customer reported the ventilator was vent inop due to a power on self test (post) timer 24volt failure and would not boot up. The customer reported there was no patient involvement. The manufacturers service technician reported the power supply required replacement. Repair is pending customer approval for service.